Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system suppressed multiple cartridge chemistry (cc) analytes. Upon troubleshooting, with the assistance of bec technical support, the customer found evidence of a leak from a reagent probe. The customer wore personal protective equipment consisting of gloves. There was no report of operator injury or adverse effect as a result of this event. The instrument suppressed results (no results generated) and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed both reagent probe a and b were leaking. The fse replaced both reagent probe a & b collar wash valves, the bubble generator and the a/b valve to resolve the issue. Multiple parts were replaced to resolve the issue and a cause could not be assigned. The beckman coulter internal identifier for this report is (B)(4).